Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife reported he was hospitalized on (B)(6) 2015 due to hyperglycemia of "hi" (>600 mg/dl). When the customer was experiencing hyperglycemia, the infusion device displayed e4 occlusion errors. Wife reported all accessories were removed and the infusion device continued to display the same error. No further details were provided. The alleged product was replaced and requested for evaluation.